Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had "pulled out" in the coronary sinus with correct function. A slight increase in lv lead threshold was noted. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated reprogramming took place as a result of the event. No patient complications have been reported as a result of this event.